Event description:
During left heart cath dr. (B)(6) exchanged catheters for a guide catheter. Neither of the guide catheters would come out of the end of the 6fr pinnacle 10cm sheath. Short pinnacle sheath was exchanged for a 6x25 pinnacle sheath. The guide would not come out of the end of this pinnacle sheath either. He then exchanged the 6x25 pinnacle sheath for a 7fr 10cm pinnacle sheath and carried on the intervention.